Manufacturer narrative:
H.6. Investigation: no photos or physical samples of lot 1912282 which display the reported condition were provided for investigation. A device history review was performed for lot 1912282 ,no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. During the molding process, polypropylene is mixed with colorant to achieve the proper amber coloring of the syringe. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, no issues related to this incident were identified. Although no direct issues were identified, this malfunction can occur due to improper colorant dosing during the molding process. H3 other text : see h.10.

Event description:
It was reported that syringe 50ml ll amber had foreign matter inside the syringe. This occurred on 5 occasions. The following information was provided by the initial reporter: red streaks in the plastic of the syringes.

Manufacturer narrative:
Device evaluated by MFR: a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll amber had foreign matter inside the syringe. This occurred on 5 occasions. The following information was provided by the initial reporter: red streaks in the plastic of the syringes.